Event description:
It was reported that during an unknown procedure, the device could not apply clip successfully. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by "can't apply clip successfully?" Does this mean device would not deploy clip? Does this mean clip came off of tissue once deployed? Does this mean clip not formed properly? Please provide more details regarding specific issue experienced by user. How was case completed? The analysis results of the el5ml device found that it was received in good visual conditions. In addition, one conforming clip and three malformed clips inside a sample bag were received. In an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, the remaining 6 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended, however, the orange indicator did not show up. Please note that this finding is not related with the incident reported. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. It could not be determined what may have caused the returned malformed clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.